Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) since 2006 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), psoriasis ("rashes or skin conditions type: psoriasis"), ovarian cyst ("ovarian cyst") and implant site calcification ("calcification around implant in fallopian tube") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), total robotic hysterectomy, bilateral salpingectomies.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the bladder disorder, cystitis, urinary tract infection, nausea, weight increased, psoriasis, ovarian cyst and implant site calcification outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, heavy menstrual bleeding, implant site calcification, nausea, ovarian cyst, pelvic pain, psoriasis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date updated as per medical record: (B)(6) 2009 to (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2015: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: medical record received: reporter information, medical history, removal date, rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) since 2006 to (B)(6) 2009. On (b(6) 2009, the patient had essure inserted. In april 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), psoriasis ("rashes or skin conditions type: psoriasis"), ovarian cyst ("ovarian cyst") and implant site calcification ("calcification around implant in fallopian tube") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the bladder disorder, cystitis, urinary tract infection, nausea, weight increased, psoriasis, ovarian cyst and implant site calcification outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, implant site calcification, menorrhagia, nausea, ovarian cyst, pelvic pain, psoriasis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: fu 2 & fu 3 processed together. Pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder probs., bladder infect., uti, nausea, weight gain were added. Case upgraded from other event to incident. On 20-sep-2019: fu 2 & fu 3 processed together. Plaintiff fact sheet received: new events - abnormal bleeding (vaginal), rashes or skin conditions type: psoriasis, other injury(ies) or complication (s) please describe: ovarian cyst. Calcification around implant in fallopian tube were added. Patient demography and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.